Event description:
Per complaint (B)(4), before clinical procedure, components could not be seperated

Manufacturer narrative:
Other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient identifier, age, weight, implant and explant dates are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.